Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with an afx bifurcated stent graft, an afx limb extension stent and an ovation ix limb extender to treat an abdominal aortic aneurysm (aaa). During the two (2) year follow-up, an occluded right iliac limb was identified. A secondary procedure was performed. The patient underwent balloon embolectomy / angioplasty. The physician elected to reline with ovation ix; two (2) iliac limbs and two (2) extender stent grafts were implanted. The patient tolerated procedure well and iliac flow was restored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.